Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer stated the he dropped the insulin pump while in the hospital. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the display was scratched. After testing, it was concluded that the device operated within specifications.